Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Reported discordant sars results for 1 patient. It is unknown if the patient was symptomatic. The customer communicated that testing occurred at a health care facility. The operator of the test reused reagent (off-label use) for two test strips and received discordant results.